Manufacturer narrative:
If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
Company received a report that the flange of the tracheostomy tube broke while the device was in the pt. The nursing staff held the end of the tracheostomy tube to prevent it from falling into the pt's traches while waiting for the respiratory therapist to arrive to recannulate. There was no pt injury. It was noted that the device was not pre-tested before use.